Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a "no disposable" alarm and could not detect cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a sign of fluid ingression at the chassis. During analysis, the customer's reported problem regarding "no cassette detected" was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached. The downstream occlusion (dso) sensor will be replaced to address the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.